Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was unable to be cleared. The customer reverted to a backup pump for insulin therapy. Customer¿s blood glucose level was 145 mg/dl.